Event description:
Reference number (B)(4) event occurred in the united arab emirates, it was reported that patient faced infusion set detachment event on (B)(6)2025. The site of detachment was close to the site location. The infusion set was in use for three days.the insertion site was lower back. The blood glucose level was high and the patient was treated with pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008564, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008564 was manufactured according to the work instruction (wi) version 80 and packaging in the multivac m12 on 07-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly. Lot 4g06116 was manufactured according to the wi version 27 and assembled in the quickset line, on 07-ago-2024, with a total of (B)(4) units. Lot 4g06114 was manufactured according to the wi version 27 and assembled in the quickset line, on 06-ago-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing. The lot 4g06095 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 06-ago-2024, with a total of (B)(4) units. The lot 4g03666 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 04-ago-2024, with a total of (B)(4) units. The lot 4g06383 was manufactured according to the wi version 42 and manufactured in the line mp08, on 31-jul-2024, with a total of (B)(4) units. The lot 4g03664 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 03-nov-2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.